Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the sacral fracture is the patient's fall. Model number, lot number, manufacture date, gtin: left side: ifuse-3d implant, p/n 7090m-90, lot# 2738301, mfd.04/22/20, exp. 2025-04-22, gtin (B)(4). Right side: ifuse-3d implant, p/n 7090m-90, lot# 2694681, mfd.12/16/19, exp. 2024-12-16, gtin (B)(4).

Event description:
There was no problem with device or the placement of the si joint implants. The patient had bilateral si joint fusion in conjunction with a long spinal construct in (B)(6) 2020. The patient later was hospitalized with a sacral fracture after she fell at home in late (B)(6) 2020. It is not known which side has the fracture. Per medical assessment: the sacral fracture is due to the patient's fall. It cannot be conclusively determined if the si joint implants contributed to the sacral fracture. This is an unusual injury and of low frequency. The patient suffered no permanent injury and the sacral fracture should heal.